Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues releasing the sensor from the serter. It was also reported that the customer had blood glucose levels of 400 mg/dl. Treated with manual injection.

Manufacturer narrative:
Analysis is unable to perform insertion complaint of one opened and used enite sensor due to the complaint is against the insertion device and the sensor was returned without the insertion needle.